Manufacturer narrative:
Device evaluation: the suspect medical device was returned to the manufacturer for investigation. The investigation confirmed that the ceramic insulation at the distal end of the resection sheath is broken off. In addition, there are traces of rust and a hairline crack visible. The ceramic insulation does not show any residue of adhesive, which is normally the case, and although white insulating inserts were discontinued in october 2010, the forwarded resection sheath (manufactured in 2013) was equipped with a white insert. In view of the above findings it must be assumed that the resection sheath was repaired by a third party. Thus, it cannot be determined why the insulating insert separated from the resection sheath. The rust and the resulting hairline crack can most likely be attributed to improper reprocessing methods. Therefore, this event/incident was attributed to use error. Furthermore, a material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected lot number of the resection sheath without showing any abnormalities. The case will be closed from olympus side but, independently from the above mentioned issue, a CAPA was initiated in march 2019 where further investigations, trending, and surveillance will be performed. Furthermore, the user will be informed about the investigation results and retrained to correctly use the olympus medical devices.

Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during a therapeutic transurethral resection of the prostate (turp) procedure, the ceramic insulation at the distal end of the resection sheath broke off and fell inside the patient's bladder. However, no fragment remained inside the patient since it was reportedly retrieved. The intended procedure was successfully completed with a similar device and there was no report about an adverse event or patient injury.